Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The blood glucose level was 572 mg/dl at the time of incident. The customer experienced the symptom such as vomiting and diarrhea. Customer dose not tested the ketones and the blood glucose resolved at the night and the reason of the blood glucose was flu. The customer treated high blood glucose with insulin pump. Troubleshooting was performed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The product will not be return for analysis.